Event description:
Boston scientific received information that during a routine device change out for normal elective replacement indicator (eri), the shock impedance trending was observed to be increasing for the past year. Impedance measurements on the right ventricular (rv) lead had always been within range; however, due to the observed trending, additional tests were performed after pocket closure. R-wave parameters and stimulation impedances were within normal range aside from the ra coil to rv coil. The physician concluded that there seemed to be an issue with the proximal coil and reconfiguration was done. The explanted device will be returned while the lead remains in service. No additional adverse patient effects were reported.

Event description:
Additional information indicated that this lead continued to exhibit high shock impedance measurements together with the new device. No further action was deemed necessary at this time as all other measurements were within normal limits.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.